Manufacturer narrative:
Subsequent to filing the initial MDR, 16 sterile devices were received and tested for deflation time in the returned goods lab and evaluated for balloon shape after deflation. All 16 devices met deflation time specification. There are no specifications for balloon shape, specifically ¿flatness¿, post deflation; therefore, balloon deflating flat is acceptable for xience prime. An additional 11 units were also received and tested for deflation time and met specification. Therefore, there is no indication of a product issue with the sterile devices.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, factors that can contribute to difficult to remove include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. In this case, it is possible procedural technique contributed to the reported difficult to remove; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 90% stenosis. The 3.5x23 mm xience prime stent was deployed at nominal pressure with two inflations. The second inflation was up to 12 atmospheres; however, the stent balloon would not come out after deflation. It was not specified how many seconds were held negative as the balloon deflated normally. Using a push and pull method and inflating and deflating again, the sds was able to be removed. The balloon was fully deflated upon removal. The procedure was completed with a nc balloon for post dilatation once the sds was removed. There were no adverse patient effects and there was a delay in the procedure; however, there was no effect to the patient. No additional information was provided.